Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments and partial display due to display anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s display was flashing black and white. The display anomaly would only stop when they remove the battery. The customer¿s blood glucose during the incident was unknown. No further details were given. It is unknown if the device will be returned for analysis.